Event description:
It was reported that only 3 casters were touching the floor, because the left head caster stem and bracket were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.